Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : examination of the returned instrument confirmed the complaint. The root cause is attributed to unintended use error. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the t-handle had a crack in it previous to surgery. Upon use with the canal finder, it broke into two pieces, all parts were retrieved and surgery time wasn't delayed.